Event description:
Procedure: gastric bypass. According to the reporter: as the device was being removed from the cavity, a piece of the trocar broke when the "wing" of the sulu caught the trocar upon removal. The trocar and instrument were removed and a new trocar and device was used to complete the case. The piece was not removed from the cavity. The surgeon stated that the piece was less than 2mm. The cavity was searched, the piece could not be located and still remains in the cavity. The trocar was a competitor product.

Manufacturer narrative:
Initial report sent to FDA on 09/17/2009.